Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bottom of multiple cartridges leaked. There was no reported adverse impact to the customer's blood glucose (bg) level for the past event. However, the customer's bg level ranged from 217-300 mg/dl for the most recent event. A new cartridge was successfully loaded to address the event.